Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52 (f)(11)(iii), the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by customer that there was an over-infusion of dilaudid. The amount of dilaudid remaining in the syringe at the end of the infusion did not match expectations. The patient had pressed the pca self-dose button 8 times. However, the final volume left in the syringe did not align accurately with the programmed doses. The discrepancy was noted between the volume infused and the cumulative volume, which is cleared every four hours. No discrepancies were observed during the four-hour checks, but a discrepancy was present at the end of the shift. Clinician, stated that they believed that clinicians may be referencing the 8-hour shift totals on the device instead of the 12-hour totals for documentation, which could lead to incorrect charting. They believe this discrepancy may be causing errors in recorded volumes.this was reported to bd representatives during an on-site visit. There was patient involvement but no harm.

Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available, d15 - cause not established. Additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer?, device manufacture date, imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of over-infusion of dilaudid was not confirmed during the review of the log as they were overwritten because of continued issue and couldn¿t be replicated during laboratory testing. Laboratory test results showed that during syringe volume detection accuracy, the pca module was observed to be within +/-2% of the actual volume. Per srd-1445, the volume read is within the baseline requirements for syringe volume accuracy. Alaris system maintenance results indicate that the pca is performing as designed and passed all accuracy measurements. A review of the pca, pump module and pcu error logs showed no errors related with the reported incident. The event logs of the date reported were overwritten because of continued issue. The last infusion recorded with the suspect device was programmed on november 18, 2025, at 2:24 pm with a monoject 35ml syringe by a standard infusion of hydromorphone, dose of 0.2mg, concentration of 0.5mg/ml and a lock interval of 10 minutes. The profile in use was identified as ¿community 2025-d¿. The pvi (primary volume infused) at the start of the infusion was observed to be 543.93ml. From 2:29 pm to 7:40 pm the dose request button was pressed sixteen (16) times, then, the module was powered off; the pvi at the end of the infusion was observed to be 547.13ml. The total volume infused recorded was calculated to be 3.2ml in 5 hours 11 minutes. This value was derived by subtracting the initial accumulated pvi (primary volume infused) = 543.93ml at the start of the infusion from the final pvi (primary volume infused) = 547.13ml at the end of the infusion. No further infusions with the suspect device were performed. Alaris system user manual (v12.3.2), states; to ensure proper operation, the system must remain in an upright position. Maximum over-infusion which can occur in the event of a single-fault condition will not exceed 2% of nominal syringe fill volume during loading and 1% of maximum syringe travel after syringe loading. Instruments are tested and calibrated before they are packaged for shipment. To ensure proper operation after shipment, it is recommended that an incoming inspection be performed before placing the instrument in use. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the report ¿over-infusion of dilaudid¿ was not determined. The incident device was fully evaluated based on the provided details, and no issues or anomalies were observed regarding the reported issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by customer that there was an over-infusion of dilaudid. The amount of dilaudid remaining in the syringe at the end of the infusion did not match expectations. The patient had pressed the pca self-dose button 8 times. However, the final volume left in the syringe did not align accurately with the programmed doses.the discrepancy was noted between the volume infused and the cumulative volume, which is cleared every four hours. No discrepancies were observed during the four-hour checks, but a discrepancy was present at the end of the shift. Clinician, stated that they believed that clinicians may be referencing the 8-hour shift totals on the device instead of the 12-hour totals for documentation, which could lead to incorrect charting. They believe this discrepancy may be causing errors in recorded volumes.this was reported to bd representatives during an on-site visit. There was patient involvement but no harm.